Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is showing an alarm message ¿battery replacement required bay#1¿ on its display. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e1 (initial reporter, event site email), e2, e3, g2 additional information: event site postal code: (B)(6). Additional point of "contact": contact person name: (B)(6), contact person e-mail address: (B)(6). A getinge field service engineer (fse) checked the machine and observed its showing battery replacement required bay#2. Performed battery maintenance test on but its get failed. Put the battery in bay1 and performed battery maintenance test again but its failed again. Verified all voltages of power management board which are ok. Run the machine on suspected faulty battery with trainer and observed the back up time which was found less i.e 30 minutes. Battery was found defective. Same needs replacement. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and observed its showing battery replacement required bay#2. Performed battery maintenance test on but its get failed. Put the battery in bay1 and performed battery maintenance test again but its failed again. Verified all voltages of power management board which are ok. Run the machine on suspected faulty battery with trainer and observed the back up time which was found less i.e 30 minutes. Battery was found defective. Same needs replacement. Defective spare: battery d146-00-0097 sn :(B)(6). Fse replaced the defective battery with new one and resolved the issue. Performed all safety and performance testes successfully.

Event description:
N/a.